Manufacturer narrative:
Alternative summary report for exemption e2013038. Procode: ftl. Reporting period: november 1, 2018 through december 31, 2018. Total number of events: 26 (2 new event reports, 24 supplemental event reports). Total events per brand name: surgipro (2 events) pelvicol (14 events) ugytex (10 events). New events per brand name: surgipro (1 event) ugytex (1 event). If information is provided in the future, a supplemental report will be issued.

Event description:
Asr exemption e2013038. The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress incontinence and uterine prolapse. The implant procedure involved a total abdominal hysterectomy and open modified burch with the mesh. It was reported that after implant, the patient experienced an unspecified adverse outcome.